Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the there was an issue with the unit reaching 20°c. After the replacement of the circulation pump, the device could not complete functional verification. Mixing pump was replaced. The device underwent and passed testing after all repairs. The device history record review was not required as reported issue was confirmed through other elements of the investigation to not be manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device circulation pump did not work and no water filling available. As per the clarification on 06jul2023, it was stated that after circulation pump replacement user could perform the functional verification. It shows an issue to reach the 20°c. Then user replaced the mixing pump. As per additional information via email from ibc on 18jul2023, it was confirmed that the issue was resolved onsite. It was noted that both mixing pump and circulation pump changed and one cleaning solution used. It was confirmed that no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device circulation pump did not work and no water filling available. As per the clarification on (B)(6) 2023, it was stated that after circulation pump replacement user could perform the functional verification. It shows an issue to reach the 20°c. Then user replaced the mixing pump. As per additional information via email from ibc on 18jul2023, it was confirmed that the issue was resolved onsite. It was noted that both mixing pump and circulation pump changed and one cleaning solution used. It was confirmed that no patient involvement.